Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated customer`s blood glucose was not going down. Customer reported there was large amount of active insulin. Customer reported high blood glucose of 200 mg/dl. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.